Manufacturer narrative:
The returned device was evaluated. During analysis of the device, the battery was found to be incapable of taking and holding a charge due to a defective battery. No unexpected shut down occurred during testing. The display was also missing some segments due to a defective ui board. When used with a known good battery the unit functioned as designed. A service history record review was performed on the suspect product was in the field for over seven (7) months and no other confirmed failures related to the reported event were indicated.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the rad-8 turned off on its own during monitoring. The customer also stated that the device would not turn off unless battery was completely depleted. No consequences or impact to patient.